Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2014 with the following findings: visual inspection revealed that the display lens film was discolored; the reported event of damage to the display was not duplicated. Discoloration of the display lens film is not a reportable issue, nor does it constitute damage to the display. Cartridge and battery caps were not returned with the pump; a test battery cap was used during all steps of the analysis.